Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the reported image defect likely significantly impacted the patient by prolonging the procedure and preventing the planned tissue sample collection. However, since the subject device was not returned for an evaluation, the root cause could not be determined. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: b1, b2, b5, h1, and h6.

Event description:
Additional information clarified that the intended intervention/procedure was not successful and the procedure was not completed. Additionally, it was stated that the device contributed to prolonging the procedure to such an extent that it posed a serious risk to the patient. The timeframe of the delay was not provided; however, no interventions occurred.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during a demonstration procedure, the eves eus ultrasound bronchofibervideoscope image brightness was decreased in intensity and the image was weak and reddish after four (4) punctures. The user rinsed the scope several times with common salt/air without improvement. The user continued with one (1) more puncture and then extubate the patient. The staff then wiped clean at the light source of the ebus bronchoscope and changed the balloon. The light source was then reported as basically normal. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with the event.